Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and arrhythmia are listed in the xience prime everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6)2014, the patient underwent a coronary stenting procedure, with implantation of a 2.25 x 23 mm xience prime stent in the third obtuse marginal artery. On (B)(6)2016, the patient experienced intermittent chest pain, with associated chest tightness, shortness of breath, palpitation and occasional acid reflux. The patient experienced gradual relief approximately 15-30 minutes after the onset of pain. The patient was re-hospitalized with unstable angina. Medication was administered and the patient was discharged to home on (B)(6)2016, with the chest pain resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2016, the patient began to experience intermittent chest pain. The patient was re-hospitalized on (B)(6) 2016. No additional information was provided.